Event description:
(B)(4). Same patient as 2134265-2008-04437 and 2134265-2010-02193. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The lesion was a 3.0mm, 75% stenosed, 10.0mm long portion of the proximal left anterior descending (lad) a graft vessel. The physician treated the lesion with direct placement of a 3.0x12mm taxus express2 study stent and post dilated with a 3.0x24mm balloon at 24atm. Ivus was performed and it was good. 2 days later the patient was discharged. The patient complained of chest pain in (B)(6) 2011. The physician judged this event as an unknown relationship to the taxus stent. No action was taken and the patient was discharged. According to the physician, the patient had a renal failure (cr: 1.5ml/dl). Therefore, no cag was performed. 3-year follow-up was performed. The patient had stable angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).